Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
Related to MFR report # 2183959-2013-01085. It was reported that the pt was implanted with an elevate anterior pc graft on (B)(6) 2013. A urinary tract infection, "cystitis" with "fever 38.4 celsius" was reported. Antibiotics were prescribed which resolved the issue on (B)(6) 2013. No add'l pt complications have been reported in relation to this event.